Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-01173/ 01175).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2010. Legal counsel for patient reports patient allegations of a recommended revision due to alleged metallosis, pain, irritation, and discomfort. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received reports patient underwent revision procedure on (B)(6) 2014 allegedly due to metallosis. Additional information received in the patient's revision operative report noted patient did undergo a revision procedure on (B)(6) 2014 due to pain. Operative report further noted large black-metallic stained fluid collection and destruction of the black-stained gluteus medius and gluteus minimus during the revision. The modular head was removed and replaced.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2010. Legal counsel for patient reports patient allegations of a recommended revision due to alleged metallosis, pain, irritation, and discomfort. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2010. Legal counsel for patient reports patient allegations of a recommended revision due to alleged metallosis, pain, irritation, and discomfort. Additional information received in patient medical records indicates that the patient had elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received reports patient underwent revision procedure on (B)(6) 2014 allegedly due to metallosis.